Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smartassist for use during cardiogenic shock and high-risk pci instructions for use for the related event are as follows: section: warnings, cautions and precautions: warnings to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position. Physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance. Understanding and managing impella catheter position alarms if the impella catheter is completely out of the ventricle, do not attempt to reposition the catheter across the valve without a guidewire. Correct impella catheter position for optimal positioning of the impella catheter, the inlet area of the catheter should be 3.5 cm below the aortic valve annulus and well away from papillary muscle and subannular structures. The outlet area should be well above the aortic valve. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that during a stent placement, calcification was dislodged, and the left side of the heart completely shut down. The decision for impella cp was made and inserted emergently. It was noted that due to multiple rounds of epinephrine compressions and severe right ventricle failure, the impella was unable to flow over 0.8- 1.1 l/min. The impella was pulled back to the aorta and left on p1. Additional information noted the patient was made a do not resuscitate, care was withdrawn, and the patient expired. Medical safety review of the event for the patient's demise noted use of the impella device cannot conclusively be associated with the [death] outcome. The patient's peri-procedural condition was critical.